Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device fell from the user¿s waistband, resulting in a cracked screen that allowed device wake but prevented unlocking, while glucose readings continued to display and insulin delivery continued until the cartridge would run out. Symptoms included no reported adverse physiological effects and no reported changes in blood glucose at the time of calls. Outcomes included shipment of a replacement device and continued use of the original device until replacement arrival, with instructions to return the damaged unit. Investigation included verification of device serial number, shipping address, delivery timeline, data sync guidance, device shutdown instructions, and confirmation of continued cgm use and inspection of the returned device. Investigation of this device revealed a damaged display and user interface impairment consistent with physical damage from a drop, with no reported interruption of insulin delivery at the time of reporting. It was concluded, based on previously established findings for similar reports, that the cause was physical damage due to accidental drop leading to screen failure and alert management difficulty.